Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received inappropriate shocks due to noise on the ventricular lead via remote transmission. High, out of range impedance was also noted on the ventricular lead. The tip of the lead was found to be broken. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead measuring 57.0cm was returned for analysis. The distal tip was not returned with the lead. Analysis confirmed that all four filars of the innner coil were fractured at the distal tip. This is consistent with the observations from the field of high pacing impedance and inappropriate shock due to noise.